Manufacturer narrative:
The reported events of inadequate capture threshold, sensing r-wave amplitude variation, and lead stuck to another lead were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection, x-ray examination, and electrical testing did not identify any anomalies.

Event description:
Related manufacture reference number: 2017865-2023-10468. Related manufacture reference number: 2017865-2023-10390. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold and varying r wave sensing amplitude. During revision procedure, it was noted that the atrial lead was stuck to the right ventricular lead. The implantable cardioverter defibrillator was also explanted during the same procedure due to an unknown malfunction. Both leads and the implantable cardioverter defibrillator were explanted and replaced on (B)(6) 2023. The patient was in stable condition.